Event description:
No additional information received from the customer.

Manufacturer narrative:
"This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes of the alleged failure ""surgeon states no video"" the video is found flickering after the black out. The most probable cause of this complaint is d02 - traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.".

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that while using the evis exera ii ultrasonic bronchofibervideoscope there was no image. The reported malfunction occurred during set up and inspection for use prior to an unspecified procedure. There were no reports of patient harm.